Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined for any abnormalities and the following was observed: crimped valve: three (3) struts bent at the inflow side. Post expanded valve: three (3) struts remained bent observed between c1 and c2. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. The valve frame was canted/distorted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, tortuosity is present in the patient's left access vessel. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, ''a lot of push force when advancing through esheath and once out of sheath noticed that multiple tines were bent backwards.'' A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As reported, ''a steep stick angle was noted.'' The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force, steep insertion angle) may have contributed to the reported event. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. No further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15737.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 23mm s3u valve/ds and the 14fr esheath+. As reported, the 1st 23mm s3u valve was crimped on back table and looked fine when handed off to physician. The expansion tool was used. It was believed that the loader was fully inserted into the sheath, however it wasn't certain. A steep stick angle was noted. Resistance was noted in the very beginning of inserting the delivery system. A lot of push force when advancing through esheath and once out of sheath noticed that multiple tines were bent backwards. The operator pulled the delivery system into the sheath and took out as a unit. A 16fr esheath+ was prepped and inserted while a new valve 23mm s3u was prepped. The valve was implanted successfully and patient is doing great. There were no patient injuries.